Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited mild burnt on detritus; the connector appeared in good condition. The potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a fiber port overheated message was received at 1,089 joules of use. The fiber was replaced and the procedure was completed using a second surgical fiber. Outcome: ok - no harm to the patient.